Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review, device history record review. Results: per medical review - this event was caused by surgical technique rather than the medical device. According to the direction for use (dfu), the learning curve of icl implantation surgical technique is deep. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The most likely root cause of the event is surgeon technique. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. There was black particle residue floating in the liquid inside the vial. Checked both sides of the lens optic and haptics for rough/sharp edges. The edges were found to be acceptable. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was inserted into the patient's right eye (od).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and as the surgeon was rotating the icl in the eye, the icl hit and tore the natural capsule. The incision was enlarged to remove the lens within the same surgery and an iol was implanted. A vitrectomy was performed but sutures were not required. The reporter stated the surgeon did not feel there was a problem with the icl or injection system.